Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the handset and communicator connected while on the call, but once connected they encountered the message-data lost-internal device has lost all data. The meaning of the screen was reviewed and the patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.